Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found that the lens measurements were within specifications. Work order search: no similar complaints were reported for units within the same lot. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens, -10.00/+2.0/092 diopter, in the patient's right eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and a shallow chamber.